Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal seal for failure analysis investigation. The seal was analyzed and was found to be broken at the luer fitting, and a piece approximately 0.207" x 0.306" was not returned. The complaint was confirmed by failure analysis. The probable root cause of broken insufflation port is attributed to damage during various handling points, including installation or use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the universal seal three-way stopcock broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the customer confirmed that the cannula seal was inspected prior to use and there was nothing abnormal found. The customer clarified that the damage seen on the cannula seal three-way stopcock was that the cannula seal insufflation (luer) port broke off. The customer confirmed that there was a rapid loss of insufflation/pneumoperitoneum due to the cannula seal damage. The procedure was a total hysterectomy. There was no patient injury as a result of the issue. The procedure was completed robotically. No images or patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.